Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h6, and h11 visual inspection of the returned product revealed clear signs of repeated use, including multiple nicks and gouges, a fractured corner on the impactor pad, and missing fragments that were not returned. The measured width was conforming. The features of the fracture surface visually align with zrm_wa_0507_19 summary of failure analysis of knee impactor fractures in which an overload fracture failure mode was identified. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g2, g3, g6, h1, h2, and h11. Corrected: d2, d4, g4 (510k), and h4.

Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor pad fractured. There is no additional information available.